Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
The customer reported that when the nurse assisted the patient to the bathroom, she manipulated the pump to give the patient a longer reach with the cord and the device sparked with visible smoke where the cord connects to the pump. Upon inspection, it was noted that all of the smoke and damage appeared to be located where the cord enters the plug. The connections to the pump did not appear to be damaged, and there was a cover that secured the cord to the machine. The customer would like to know the cause of the arcing, and whether the pcu was damaged by the incident. There was no patient harm nor intervention required.

Manufacturer narrative:
The customer¿s report of the power cord sparking and smoking was not confirmed or replicated, however thermal damage to the power cord was confirmed. External inspection showed the power cord was burnt near its female end. The pcu was disassembled and inspected internally. There were no signs of thermal damage on any of the internal components. The power cord appears to have been pinched/punctured and stretched near the female plug. Continuity testing showed the cord's black wire and green wire were open which supports the theory that the cord was pinched in such a way that both the outer sheath of the overall cord and the individual internal insulating sheaths of the black and the green wire were damaged, exposing the wires and causing the thermal damage. The pcu was plugged in as received and would not power on. The pcu was tested with a replaced power cord and the cord was stretched and pulled in an attempt to replicate the damage observed on the returned cord. Pulling and stretching the cord did not result in the pinching and cutting of the protective sheaths. The damaged cord had a manufacturing date code indicating the 32nd week of 2013. The root cause of the power cord sparking and smoking was not identified.

Event description:
The customer reported that when the nurse assisted the patient to the bathroom, she manipulated the pump to give the patient a longer reach with the cord and the device sparked with visible smoke where the cord connects to the pump. Upon inspection, it was noted that all of the smoke and damage appeared to be located where the cord enters the plug. The connections to the pump did not appear to be damaged, and there was a cover that secured the cord to the machine. The customer would like to know the cause of the arcing, and whether the pcu was damaged by the incident. There was no patient harm nor intervention required.